Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the atrial lead had dislodged soon after implant. Due to the minimal use of this lead, the pacemaker mode was programmed to a ventricular channel only. The lead was not used for many years and capped at the generator change. No patient complications were reported as a result of this event.